Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited mirror image oversensing/ noise due to possible electromagnetic interference, causing detection of ventricular tachycardia (vt) episodes . It was also reported that the right ventricular (rv) lead exhibited high short v-v interval sensing integrity counter (sic) count. The ipg and rv lead remain in use.  No patient complications have been reported as a result of this event.